Manufacturer narrative:
Device evaluation of electrode belt (B)(4) has been completed. Upon investigation the electrode belt had an electric short inside the distribution node (dn). A nicked pulse wire between the rear therapy electrode and the dn caused the short in the dn pca. The root cause for the nicked pulse wire could not be positively identified. No adverse event resulted from the defective electrode belt.

Event description:
During investigation of an unrelated problem, an electrode belt had an electric short inside the distribution node.